Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed that the is-1 connector was damaged. The pin was partly pulled out of the silicon tube. It is reasonable to assume that the observed damage resulted from tensile forces applied during the extraction procedure. Furthermore a cut in the insulation was found, which happened most likely during the same procedure. Further analysis of the lead did not reveal any irregularity. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Per abbott, this rv lead was explanted and replaced due to perforation. Blood was drained from the pericardial sac before the lead was replaced. Should additional information become available, this file will be updated.